Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0 x 200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.